Event description:
Physician was performing a c6-tf (transverse foramen) laminectomy for an epidural mass. During the process of using the high speed midas rex drill, the drill became very hot. An abnormal smell was detected out of the drill as well. Upon touching the drill, a high degree of temperature was detected. The drill was, therefore, dropped off the field onto the side where a burn was visible on the drape away from the patient. The doctor's hand received a burn from the handpiece. No harm to patient. Procedure completed.